Manufacturer narrative:
Expiration - unk as lot is unk. (B) (4). The provided instructions for use (IFU) states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powered non-latex based gloves have been reported with the use of this product." Upon completion of review and/or testing, qac lab will determine if load is acceptable for release. Product was not returned and no evidence exists to contradict the complaint as reported; however, order history for customer shows in 2008 and 2009 orders for flexor check-flo introducer sets. The investigation of this complaint is based on this customer order info. We are continuing to monitor for similar events.

Event description:
The pt experienced an inflammatory response at the insertion site. Pt outcome is unk as not provided by reporter.